Manufacturer narrative:
The following sections could not be completed with the limited information provided. Date of event - unknown; product identification and expiration date - unknown; date implanted - unknown; date explanted - unknown; manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, an upcoming revision procedure had been indicated for an unknown reason. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Updated event description.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure occurred on an unknown date due to an unknown reason. An unknown acetabular cup, liner, and a biomet head were reportedly replaced.